Manufacturer narrative:
On june 11, 2021, mentor became aware that serial number and lot number was erroneously omitted in initial report. Manufacturer¿s reference number: (B)(4) relevant fields have been updated d fields have been updated. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Note: two serial numbers (B)(6) were provided. This complaint is defaulted to (B)(6).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent primary breast augmentation surgery with a 500cc mentor memorygel breast implant experienced pain on an unspecified side post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.